Manufacturer narrative:
No patient involvement. It is unknown when the event occurred. Device is an instrument and is not implanted/explanted. Product investigation is not yet completed; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon routine inspection of field equipment two t-handles were found with the green handle becoming loose/un-threading from the metal shaft. No patient involvement. This complaint involves two (2) devices. This report is for a t-handle. (B)(4).

Manufacturer narrative:
Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The returned driver was examined and the complaint condition was unable to be confirmed as the handle/device shaft connection was found to be secure with no signs of loosening. As the complaint condition was unable to be replicated or confirmed and no defects or deficiencies were identified with the returned device which may have contributed to the complaint condition, the complaint related to this device is unconfirmed.